Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery with tna to fixate the talocrural joint on right ankle with the implant in question. The surgery was completed successfully with no surgical delay. Although external fixation and weight-bearing were used, the low-profile screws inserted into the talus backed out two weeks post-surgery. The second surgery is scheduled on an unknown date. Regarding the relationship between this incident and this product, the surgeon commented that the cause of the backout is unknown. No further information is available.